Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed a21 and loss of settings after battery change due to faulty component on the interface board. No a17 alarms noted. However, the insulin was received with operating currents within specifications and passed self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had broken reservoir tube lip, broken battery tube threads, cracked case at the reservoir tube window corners and minor scratches on the lcd window. The insulin pump was missing the reservoir tube o ring.